Event description:
It was reported that pump experienced malfunction alarm with code malf 0 and no notable events occurred before issue. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions for pump reset, and successfully reset pump with assistance. Customer may continue to use the pump. Cts instructed caller to call back if any malfunction code recurs. Caller acknowledged and understood.